Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The patient, who had developed an indication for a pacemaker, underwent a revision procedure, and a transvenous ICD system was implanted without incident. The s-ICD was deactivated and remains implanted alongside the lead, as the patient does not feel any discomfort with these devices remaining in situ. Besides intervention, there were no other adverse patient effects reported.